Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased and unstable threshold values over time. In addition there was low impedance and noise observed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.